Manufacturer narrative:
Complete information for section a patient information, 1. Patient identifier = sid= (B)(6). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed false nonreactive architect hiv ag/ab combo results on one patient. The results provided were: on (B)(6) 2022 sid (B)(6) =0.850 s/co (< 1.00 s/co=nonreactive) / on (B)(6) 2022 sid (B)(6) =3.546 s/co (> or = 1.00 s/co=reactive) /repeated on (B)(6) 2022 =3.257 s/co /repeated on (B)(6) 2022 =2.515 s/co /repeated on alternative method ag p24=weak reactive there was no reported impact to patient management.

Manufacturer narrative:
The complaint evaluation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, return sample analysis, labeling review, device history record review and field data of architect hiv ag/ab combo reagent lot number 38348be00. The evaluation of complaint data for the product and likely cause architect hiv ag/ab combo reagent lot number 38348be00 identified as expected activity. The tracking and trending report review determined that there are no adverse trends. Return testing was not completed as returns were not available. The ticket trending review of at least 12 months complaint data for the likely cause list number does not identify any adverse or non-statistical trend. In-house testing of a retained reagent kit of the reagent (38348be00) and calibrator (36170be00) lot was performed, showing that the lot generates the expected results. All specifications were meet and no false non-reactive results were obtained, indicating that the sensitivity performance is not negatively impacted. In addition, the clinical sensitivity was evaluated by testing two commercially available seroconversion panels on one instrument. The lots detected the same bleeds as reactive. Based on these data it was shown that the sensitivity performance of the lot is not adversely affected. Device history record review did not identify any non-conformances or deviations with the complaint lot and complaint issue. A review of the manufacturing documentation did not identify any issues associated with the customer's observation. There was no issue with reagent performance identified. A review of the product labeling concluded that the issue is sufficiently addressed. Based on the investigation no product deficiency was identified for the architect hiv ag/ab combo reagent, lot number 38348be00.this follow up includes a correction to include the codes in section h6 for component code, type of investigation, investigation findings and investigation conclusions that were not included in the initial report.